Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the temperature sensor failed. A field service engineer (fse) replaced the smart remote manager's temperature sensor and tested it in the medical application and hardware test application (hta) with the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the smart remote manager glycol temperature issue. The customer stated that this malfunction occurred while dispensing medication to the patient care. There were no adverse events or injuries reported based on this event.